Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to high blood glucose level, however, a specific value was not provided. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2021 with no permanent damage. Reportedly, the control iq software did not accurately adjust the amount of insulin delivered during sleep mode. Tandem technical support reviewed pump data and found that the pump performed as intended. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.